Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the guide wire lumen of the balloon catheter was kinked. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the balloon catheter 2af283 with lot number 53061 was returned and analyzed. Visual inspection showed the device was intact with no apparent issues. The catheter passed the performance test and electrical integrity as per specification; impedance was also within specification. By dissecting the balloon, no kink was found underneath over the length of 2 inches. In conclusion, the reported guide wire lumen kink was not confirmed through testing. The balloon catheter passed the returned product inspection as per specification. If information is provided in the future, a supplemental report will be issued.